Event description:
It was reported that the customer was hospitalized in (B)(6) last year due to high blood glucose. Customer stated she was treated with IV. Customer's blood glucose was over 600 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.